Event description:
(B)(4).

Manufacturer narrative:
(B)(4). Arjohuntleigh received a complaint where it was indicated that during the resident transfer, the strap holding the disposable sling (flite) to the hanger bar detached completely. No injuries were reported as a consequence of the event. When reviewing similar reportable events, we have found a very low number of cases with similar fault description (flite stitching failed completely at the strap). The trend observed for reportable complaints with this failure mode is currently considered to be low and stable. It has been established that the lift device (maxi move) and the disposable sling (flite) were being used for pt handling at the time of the event. The hoist and the flite which work as a system were found to have not been to spec when the event took place. During our investigation, were not able to find a deficiency with the lift (maxi move) involved in the incident. No equipment functionality issues were indicated. The disposable sling flite was found with strap stitching failed completely and was found to not have been to spec. It can be expected that the one strap of the flite ripped completely when the strap/flite becoming caught in an obstruction - by blocking it under lift leg and lifting (a much higher strain). When the lift is still raised, the strap can withstand at least one such attempt without ripping. When eventually is ripping, a typical rip line is formed. When such a situation occurs when a person is still in the sling, the person will not immediately drop: severe and repeated attempts must be performed before the sling no longer fully supports the person in the sling. If the lift is moving up/down and it moves against something, the movement will be stopped by an automatic safety stop (function built into the electronics of the lift). It seems that the lifting process was continued and the caregiver tried to lift the pt many times up and in consequence strap ripping. Our eval appears to be in line with a use error having occurred, but does not allow us to perform a specific simulation with regards to this event. The possible sequences of events presented above seems to be the most probable and to be in line with the event description. Our assumption is that the event was caused by use error, based on the customer info. In the labeling there is a particular attention to the responsibility of the device owner to make sure that the device users are trained and knowledgeable of the contents of the labeling. During normal and on-label use, without any malfunction, it is highly unlikely that the strap of a flite will rip from the main body of flite. This is shown by the lack of complaints volume of such issue when compared to daily use of devices in the market. Therefore, the root cause of this event appears to be use error: not following the instructions for use section that explains how to safely transfer a pt with the device. We find this complaint to be reportable to the competent authorities.